Manufacturer narrative:
(B)(6). A synergy ous mr 3.00 x 24 mm stent delivery system was returned for analysis. An examination of the crimped stent found stent damage. Stent struts from the 1st proximal stent strut row were noted to be lifted from their crimped position and flared slightly over the proximal balloon cone. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of some positive pressure were noted on the proximal balloon cone as it appeared slightly inflated. No signs of positive pressure were noted on the distal balloon cone. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found a fracture in the lasercut region noted at 35.6 cm proximal to the distal end of the tip. Additionally, a hypotube kink was noted at 10.5 distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a tear in the mid shaft region of the shaft polymer extrusion located at 35.6 cm proximal to the distal end of the tip. The device was soaked in a water bath and was attached to an inflation device. An attempt was then made to inflate the balloon, however, pressure was unable to maintained above 2atm as inflation liquid was observed leaking from the fracture site in the lasercut section of the hypotube shaft. The shaft was cut 1 cm distally to the fractured site and an inflation aid was used to attempt to inflate the device. This attempt was successful; the balloon maintained pressure for 1 minute and deflated with the stent being successfully deployed.

Event description:
Reportable based on device analysis completed on 17-feb-2021. It was reported that deployment failure and shaft leak occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified distal left coronary artery. A 3.00 x 24mm synergy ii drug-eluting stent was advanced for treatment. However, during implant at 10 atmospheres, the stent was unable to deploy. The device was removed with the guidewire and inflated outside the patient's body where a contrast leak was noted in the monorail. The procedure was completed with another of the same device. Thrombosis occurred during the procedure which the physician considered not related to the device. No other complications were reported. However, returned device analysis revealed device detachment and stent damage.